Event description:
It was reported that the patient had been to the emergency room and led to hospitalization with hyperglycemia on (B)(6) 2025, at (B)(6) hospital. The patient's blood glucose levels reached over 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include the patient being a bit tired and weak. The patient was treated with trying a few pods to see if the blood glucose level was going to rise or not and it was always rising so they tried 4 different pods and every time the health care provider and nurse saw the blood glucose level rise, they removed it and gave a pen injection of insulin. The patient was discharged the following day, (B)(6) 2025. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.